Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported that their implant battery is not depleting like it should. Pt also mentioned that they don't know why their implantable neurostimulator (ins) turned off. Pt stated that they don't believe their ins became depleted. Patient stated that this has happened twice now and the first time, they spoke with a manufacturer representative (rep) and was instructed to charge the implant and turn stimulation back on. Pt also stated that they were charging their ins and their controller alerted them to check the controller. Pt was very confused during the call therefore, agent did not ask further details about the message that displayed and focused on rfc. Agent instructed pt to disconnect the recharger cord and return to the home screen. Pt confirmed seeing group b and confirmed that stimulation was off. Agent walked caller through the steps to turn stimulation on. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. It was reported that it seems the stimulator was off. They do not know why or how but when they got it on, it has been fine. They were instructed on how to check for turning it on. The issue has been resolved for now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.